Manufacturer narrative:
(B)(4). The pump was tested three times for volumetric accuracy with a rate 250ml/hr and 25ml using infusomat space pump set #490036 and the results were all within specification: 1st test: 6 minutes 2 seconds or 99% of expected accuracy; 2nd test: 5 minutes 57 seconds or 101% of expected accuracy; 3rd test: 5 minutes 58 seconds or 101% of expected accuracy. Visual inspection was performed and the pole clamp mounting slots were not worn. Additionally, the pump did not shake on the pole during testing. In a follow up call to the facility, the reporter stated that she could not remember the date of the reported event or the infusion parameters. The reporter did confirm that there was no pt injury associated with the event. Without the actual date of the event and/or the infusion parameters, further eval was not possible. Based on the results of this investigation, the pump operated as intended. All available info has been forwarded to the device manufacturer. If additional pertinent info becomes available, a follow up report will be submitted.

Event description:
(B)(4).